Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an intepro llp-y-sling on (B)(6) 2009 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.